Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) system presented with a fever and purulent discharge from the device pocket as a result of an infection. The ICD and leads were explanted and a new system was implanted two months later. No additional adverse patient effects were reported.